Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. During the site audit, the field service engineer inspected the system, including cabinets, wiring, grounding, sensors, mechanics, and image quality. System logs were analysed, and a report with recommendations for reliability was provided to the customer. The customer did not authorize repair funding, and philips performed no actions. The site audit found issues affecting system performance, but the customer did not pursue further service cases. The fse confirmed the customer hired a third party for ceiling rails, while engineers addressed most remaining issues in-house. No further resolution details from fse. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.